Manufacturer narrative:
H3: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid end were found fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent had resistance in the microcatheter and the middle section of the stent failed to deploy. The patient was undergoing surgery for treatment of a blood blister, ruptured aneurysm of the terminal of internal carotid artery with a max diameter of 2.1mm and a 2.6mm neck diameter. The landing zone was 3.1mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was satisfactory. It was reported that the pipeline flex was flushed according to the IFU requirements, and the operator delivered it in the microcatheter phenom27. After reaching the designated position, the push guidewire was stabilized and the microcatheter was withdrawn. During the deployment of the ped, the tip opened normally. However, during the middle section deployment process, the push guide wire got stuck in the microcatheter and the stent could not be fully deployed. After waiting for a while, the deployment could not be completed. After it was fully retrieved, during the next push, the stent got stuck in the microcatheter and could not be pushed out. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the surgery was over without stents and coils placed at the end. The cause of the resistance and deployment failure was not determined. Resistance was probably in the middle stage. There was no damage to the pipeline pushwire or catheter observed. Please provide the model and lot number of the phenom catheter. The pipeline deployment failed in the straight section of the blood vessel. There were no additional steps or other devices attempted to open the pipeline.